Event description:
Tampon strings rip from tampon [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the tampon strings ripped off from the tampon. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings rip from tampon [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tampon strings ripped off from the tampon. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon strings rip from tampon [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tampon strings ripped off from the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings rip from tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings ripped off from the tampon. No injury reported.